Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient received inappropriate shocks for t-wave oversensing. The patient requested the device be explanted and refused a lead revision. The lead was capped. No patient complications have been reported as a result of this event.